Event description:
Reportedly the patient presented ventricular rates in the order of 30 s and upon interrogation the ventricular lead impedance was greater than 3000 ohms . An x-ray showed that the ventricular lead pin did not extend beyond the distal ventricular connector block. The physician pushed on the pocket and the pacemaker began ventricular pacing with capture at the programmer rate. The subject pacemaker was replaced.

Event description:
Reportedly the patient presented ventricular rates in the order of 30 s and upon interrogation the ventricular lead impedance was greater than 3000 ohms . An x-ray showed that the ventricular lead pin did not extend beyond the distal ventricular connector block. The physician pushed on the pocket and the pacemaker began ventricular pacing with capture at the programmer rate. The subject pacemaker was replaced.